Manufacturer narrative:
G5:510(k)#: k102985. B4:01jul2021. Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator went inoperable when powered on. There was no patient involvement. The customer troubleshot with technical support and found error codes indicating machine and proximal pressure sensors failed, proximal pressure sensor calibration data error, machine pressure sensor calibration data error, barometer calibration data error, over voltage protection circuit failed, oxygen flow sensor calibration data error, air flow sensor calibration data error and oxygen pressure sensor calibration data error. The customer was advised to check and replace the data acquisition (da) to motor controller (mc) cable.